Event description:
Manufacturer received two implant cards, one implant card documented the initial implant of the vns therapy system and the other implant card documented the explant of a generator and the reimplant of another generator and lead. The reason for explant of the generator was not listed. Subsequent information obtained indicated that both generator and lead were replaced due to infection which started at the lead. The cause of infection is unknown. The serial number of lead implanted at the time of the reported infection is unknown at this time and the explanted products will not be returned to cyberonics. Treating physician reports that "the patient is doing very well with new system".

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.